Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and although the customer¿s complaint was not confirmed, an error code was found in the error log. The device's main board was replaced to address the issue.